Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the physician was not happy with how battery performance was so short-lasting. The physician indicated that they are changing the devices out due to poor longevity. Follow-up was attempted with the clinic; however, no additional information was obtained. No patient complications have been reported as a result of this event.